Manufacturer narrative:
This supplemental report is being submitted to provide a correction. The customer's reported malfunction, "the flushing pump was not working" during cleaning and disinfecting was determined to be reported in error as the issue would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was observed that during the device evaluation, the subject device exhibited the flushing pump was not working. The problem was found during cleaning and disinfecting. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the subject device exhibited the flushing pump was not working. The problem was found during cleaning and disinfecting. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device exhibited the flushing pump was not working. The problem was found during cleaning and disinfecting. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E3-non health care professional; e2-no e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.